Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with chest paint. The device was interrogated and high right ventricular (rv) lead impedance measurements were noted, between 2300 and 2400 ohms. The field representative noted the impedances have been high for a long time. Thresholds were also checked and noted to be high as well. Rv sensing was stable with r-waves of 7.6mv and shock impedances were stable. The left ventricular (lv) lead threshold measurements were also noted to have increased over the past few months. The patient is not pacemaker dependent and no noise observed. The device as nearing elective replacement indicator (eri), therefore a revision was discussed. The patient was going to be seen over the next week, however had not been compliant with follow-up appointments in the past. New information was received that due to the patient's poor health, they were placed on hospice care. The patient suffered from other co-morbidities such as chronic obstructive pulmonary disease, angina, and chest pain. The patient subsequently passed away. The cause of death was attributed to lung disease. The field representative confirmed that the physician did not believe the device or implanted leads caused or contributed to the patient's death. The products are not expected to be returned, as the field representative does not believe they were removed post-mortem.

Manufacturer narrative:
Three severed terminal lead segments were returned (is-1 leg 65 mm, distal hv leg 56 mm, proximal hv leg 54 mm). Setscrew marks were noted on all of the terminals. Dried bodily fluid was identified on the terminal end insulations. Testing was completed to assess the lead segment's electrical performance. Measurements were within normal limits.

Event description:
This implantable transvenous right ventricular (rv) defibrillation lead was received at boston scientific's return products department in august 2018.